Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00453 on 13-dec-2018. Additional information (10-jan-2019): further investigation shows that the sample ID is (B)(6). Additionally, the sequence of testing events has been changed due to clarification from the customer. A siemens customer service engineer (cse) was dispatched to the customer's site and analyzed the instrument and instrument files. The cse replaced and aligned the sample probe, pump seals and cuvettes; aligned sample-dilution probe, reagent probe 1 and reagent probe 2; cleaned reaction tray washer, dilution washer and wash stations; verified optical systems; ran precision studies, resulting acceptably. The result and conclusion code in h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that imprecise calcium (ca) results were obtained on patient samples and quality controls on an advia 1800 instrument. The customer provided a calcium result that was obtained on a patient sample on the affected advia 1800 instrument and reported that the result was provided to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument. The repeat result on the alternate instrument was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise ca results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that imprecise ca results were obtained on patient samples and quality controls (qcs) on an advia 1800 instrument. The customer stated that the alternate advia 1800 instrument did not have imprecision issues. The contamination configuration and an additional wash 2 for calcium was performed on the system. Additionally, a precision study was run on the instrument, but the instrument did not pass vericheck points. The cause of imprecise ca results is unknown. Siemens is investigating the issue. (B)(6).

Event description:
The customer reported that imprecise calcium (ca) results were obtained on patient samples and quality controls on an advia 1800 instrument. The customer did not provide patient data to support this allegation. The customer provided a calcium result that was obtained on a patient sample on the affected advia 1800 instrument and reported that the result was reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument multiple times. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise ca results.